Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead was attempted but not used during an implant procedure. It was noted that the proximal portion of the lead looked damaged. A different lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the exposed superior vena cava defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. Electrical testing found the continuity was complete in the distal conductor. Electrical testing found the continuity was complete in the proximal conductor. Electrical testing found the continuity was complete in the proximal conductor. The full lead was returned. The full lead was returned for evaluation. If information is provided in the future, a supplemental report will be issued.